Event description:
Patient had a port removal and exchange of breast implants. Dressing included liquiband secure glue. At post op appointment on (B)(6) 2023 patient developed a rash- eczematous papules coalescing into plaques- along port removal site and along breast incision sites. Liquiband mesh removed and patient prescribed ointment and allergy medications. On (B)(6) 2023 rash not improving, and spread further onto rib cage area. Patient discomfort from itching. Resolved by (B)(6) 2023 appointment.

Manufacturer narrative:
The complainant reported patient had a port removal and exchange of breast implants. Dressing included liquiband secure glue. At post op appointment on (B)(6) 2023 patient developed a rash- eczematous papules coalescing into plaques- along port removal site and along breast incision sites. Liquiband mesh removed and patient prescribed ointment and allergy medications. On (B)(6) 2023 rash not improving, and spread further onto rib cage area. Patient discomfort from itching. Resolved by (B)(6) 2023 appointment.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of ointment and allergy medication to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.